Manufacturer narrative:
The insulin pump alarmed prime alarm during the prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump had trouble priming. Customer received during prime. Customer's blood glucose reading is 109 mg/dl. The drive support cap is loose. Nothing further reported.